Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses. The customer reported blood glucose value of 52 mg/dl. The customer reported low blood glucoses was treated with customer ate something. Customer reported the following led up to the event: customer getting message to upload to carelink using a blue adapter. The event involved product(s) mmt-6102, mmt-1884, mmt-7040a, mmt-332a and mmt-242a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Instructed customer to discontinue pump use and revert to back up plan as per health care proffessional instruction. No further patient complications were reported. Product return was not required for mmt-6102. Product return was not required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned. Mmt-242a was requested and customer response was the device will be returned. The customer will discontinue to use of the insulin pump.

Manufacturer narrative:
There were no auto suspend events on the event date, 3/23/2024. There were no user suspend events on the event date, 3/23/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.